Event description:
It was reported that two recanalization catheters would not advance or retract on the guide wire. Both catheters were removed as a single unit. Due to time constraints, the procedure was not completed. There was no patient injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the second complaint reported to date for corporate lot number fcxb10011, for this issue. The investigation is inconclusive, as the sample was not returned for evaluation. Based upon the available information, a definitive root cause for this event could not be identified. It is unknown whether procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.